Manufacturer narrative:
Device received unable to performed the displacement test due to loose drive support disk and detached end cap. Device received with end cap sticker. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the drive support cap of insulin pump was loose and protruded. The customer stated that they ran an auto test and pump did not present alarms . No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.